Manufacturer narrative:
The customer was contacted for the return of suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated and h6 (medical device problem code). Reports of this nature are typically not considered to have any clinical impact due to fact that the device does not complete a full power shut down. Instead, it performs a soft reset for a period of approximately four seconds. Evaluation results: the device was returned and the customer's report was observed and attributed to the device communication processor and log to be corrupted. The device communication processor and log were cleared and reset to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "internal error occurred - system reset required" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.